Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The cause of the allergic reaction reported cannot be conclusively determined but may be related to patient-related hypersensitivity to metals and subsequent immunological response. However, the reported rash and swelling cannot be confirmed from the reported information. The event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's ankle is experiencing episodes of rashes and swelling. Patient has had this implant for approximately 4 years. It was stated that they are completely pain free other than the episodes of rash and swelling. It was just mentioned that they are allergic to vanadium. The patient's allergy was not mentioned to the surgeon before the initial implant procedure. No other information provided at this time.